Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to difficulty charging issues. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.